Event description:
Procedure: ovarian cvs. According to the reporter: the device was leaking gas as soon as the introducer was removed. A small piece of grey/white plastic was found in pt's pelvis and removed.

Manufacturer narrative:
(B)(4).